Event description:
Dexcom g7 continuous glucose monitor is not lasting the 10 days it claims to last. It fails anywhere from the 5th day and on. Out of the 10 last sensors we've used, 5 of them failed before the 10th day. Reference reports: mw5166516, mw5166517, mw5166518, mw5166519.